Event description:
The instrument was used during a low anterior resection. It was reported the surgeon claims the instrument was fired but no staples came out. Instrument was discarded. It is not known how the case was completed. There was no consequence to the pt.

Manufacturer narrative:
Unavailable device ws not returned for eval.